Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the physician reported the pump flipped and was unable to refill the pump due to it being flipped in the pocket. It was unknown if any environmental/external/patient factors may have led or contributed to the issue or if any diagnostics/troubleshooting was performed. Actions/interventions taken included a plan for a pocket revision on (B)(6) 2024. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was not known. Additional information received from a manufacturer representative (rep) indicated that they were doing a pump revision due to a flipped pump. The rep stated that they did a report already and went in today to revise the pocket. The rep stated she did a report yesterday on the patient but had no time to find the number. The pump was empty so they were filling it with a new drug. The physician was able to aspirate the catheter and catheter access port (cap) but there was still drug in the internal tubing. The rep wanted to know how to program a bolus and technical services reviewed programming considerations. The rep stated they would call back if they had any questions.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the date the issue was first observed was unknown. The event had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.